Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed that an astral device stopped ventilation and was alarming while on a patient. The patient was manually ventilated while the device performed a safety reset. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported complaint, however, performance testing could not reproduce the reported complaint. Therefore, the root cause is unable to be determined. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device stopped ventilation and was alarming while on a patient. The patient was manually ventilated while the device performed a safety reset. There was no patient harm or serious injury reported as a result of this incident.